Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A doctor reported a connection between a transfer set and a "y" set was loose. Leakage occurred from the connection as the patient forced the spike of the transfer set into the spike port of the y set. The connection was made with a clean flash device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was received and evaluated. This complaint for a leak was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or leaks with bag clamped off. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.